Manufacturer narrative:
(B)(4). The customer reported that waveforms and data would be missing at times during monitoring. A lack of waveforms and data during monitoring with no inops could result in a delay in providing emergent care. If this was loss of all display, it would be obvious to users, but philips has not yet been able to get sufficient description to rule out a possible health risk. We will consider that this malfunction, if it were to reoccur, could be a factor in a serious injury or death. No pt harm was reported. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that waveforms and data would be missing at times during monitoring. No pt harm was reported.